Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined that the customer was receiving inoperatives (inops) about speaker malfunction from the companion device, but the speaker still worked fine. After investigation from the product support specialist, the rse got information that the issue is related to the speaker test the x3 does when docked. When the x3 is docked to a host monitor, the test is done, and the x3 used less power to test the speaker then it should, and this triggers the x3 to think that the speaker is not functional. The rse advised that the solution to this issue is temporarily solved by undocking the x3 from the host monitor and restarting the x3. This resets the test, and it performs a new test during startup. This also helps customer ensure that there actually isn't an issue with the speaker. The permanent solution is to update the monitor from software revision n to software revision p. Based on the information available and the testing conducted, the cause of the reported problem was the software. The reported problem was confirmed. The engineer provided their analysis findings regarding the temporary software fix to undock and restart the x3. The customer is planned for this software upgrade to revision p later this year that will resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a speaker error. Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.